Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went to their clinic with damage to outer sheath of their mod cable and blue discolouration around their controller's white power cable. Log file analysis did not capture any alarms indicative of driveline wire damage, indicating the mod cable damage was cosmetic. The power cable discolouration was thought to be caused by oxidation from fluid ingress. Both the mod cable and the controller were exchanged. Additionally, the log files contained a few atypical power cable disconnect alarms while the patient was connected to battery power. It was unknown if the controller exchange resolved the power cable disconnect alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration around the white controller power cable was confirmed via the submitted photograph. The reported event of an atypical power cable disconnect alarm was confirmed via the submitted log file. The submitted photo of the system controller showed a green/blue substance consistent with fluid ingress on the white power cable connector below the connector nut. No other physical anomalies were observed on the system controller. The submitted log file contained approximately 17 days of data ((B)(6) 2023 per the timestamp). An atypical power cable disconnect alarm on the white power cable was captured at 13:01:14 on (B)(6) 2023 due to the relative state of charge (rsoc) voltage remaining at approximately 0 v after a power source exchange from 14v batteries to the power module. The alarm resolved due to the voltage increasing to its appropriate level. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. A log file from the new system controller was submitted for review. The log file contained approximately 18 days of data ((B)(6) 2023 per the timestamp). No notable alarms were active in the log file and the the pump maintained a speed above the low speed limit throughout the log file. The exchanged system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller exchange resolved the power cable disconnect alarms.